Event description:
Clinical study: the lesion being treated was a 3.5mm 80% stenosed 1st oblique marginal (1st ob marg) artery. The physician then placed a taxus express2 8.8% drug eluting stent in the 1st ob marg. A dissection occurred distal to and at the lesion. The pt expired during the procedure. In the opinion of the physician the cause of death was acute target vessel rupture followed by immediate pericardial tamponade. In the opinion of the physician the target vessel was involved. There was no autopsy.